Event description:
On (B)(6) 2014, during a common femoral artery intervention procedure on a male patient, the physician put the sheath of the flex main body stent graft into the patient's common femoral artery and withdrew the grey positioner. The physician attempted to close the captor hemostatic valve, but was unsuccessful. The valve was still bleeding, so the physician used a 14fr sheath and tension on the patient's artery. The patient did not require any additional procedures due to this occurrence and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.